Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. Part not returned

Event description:
Medtronic received information regarding an imaging device. It was reported that the site was not able to transfer exams from the imaging system to the navigation system. A damaged bulkhead was reported. The representative confirmed all the ip information matched on both sides and on the igs server. There was an attempt to verify bulkhead to bulkhead unsuccessfully. There was attempt to verify the imaging system's bulkhead to the navigation computer and an attempt to verify the navigation's bulkhead to the imaging computer but both attempts failed as well. An attempt was performed to verify the imaging computer to the navigation computer and this was successful. A spin was able to be taken and transferred with a demo spine. There was no patient involved with this event.